Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 08/12/2020. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that genesys hta procerva procedure sets was used in a procedure performed on an unknown date. According to the complainant, during hysteroscopy mode, the console went black without warning, rebooted itself as if the on and off switch had been pressed and rendered the cassette faulty. Reportedly, the plug being used had a piece of tape over it. However, the procedure was continued with the new cassette and during ablation mode a black smudge that grew quickly was noticed on the end of the scope. The physician did not have visualization of the cavity and went into override cool down mode. The seal and placement were verified and initiated ablation mode. About two minutes into the procedure, the console showed an alarm of no flow and instructed to check for tissue obstruction and kinks in the tubing. The uterus had cramped down over the procedure sheath and several clots were present in the tubing, the physician identified this as the cause of the obstruction and decided to continue with the ablation. At about six minutes into the ablation, there was an alarm of fluid loss of 64cc/min. The bag of fluid was manually calculating a zero deficit for fluid loss. The physician decided to abort the procedure. There were no patient complication reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.